Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: delta v-40 ceramic head 28/0; cat# 6570-0-128; lot# 92378402. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text : device not returned.

Event description:
Patient's acetabular cup collapsed and the 28mm ceramic head disassociated from the poly. This was discovered during explant and placement of antibiotic spacer due to infection. Update: per rep regarding 'acetabular cup collapsed.' The shell migrated to a vertical position and one of the screws (rep does not know which) broke in the patient's acetabulum.